Manufacturer narrative:
In follow up, it was learned that a vitrectomy was not required and patient was doing fine. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a tecnis cl z9002 intraocular lens (iol) there was a ''rent'' and the surgeon had to use an anterior chamber lens.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification reveals that lens has stains that appear to be viscoelastic. Visual inspection also revealed a few surface residuals on the lens that could be related with the handling the lens in a non-sterile environment. Based on the investigation, there is no indication that is a manufacturing related complaint. The product did not meet the acceptance criteria because the sample returned with stains. Manufacturing records were reviewed. The review of the documentation presented in the manufacturing record was found within product specifications. No deviation or non-conformance related to the customer claim was generated. No process and/or material changes were noted. There are no discrepancies or defects found during the mrr (manufacturing record review) that are related to the complaint type reported. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.